Event description:
On (B)(6) 2015, per ms&s: caller was conference to ms&s by sales rep. The caller is confused about flushing and or locking a trifusion catheter. Evidently due to the recommendations on page 17 of the IFU they have been using 2.5 mls of a citrate solution to lock the line if used for stem cell collect and 2.5 mls of the 100 unit/ml heparin solution in each of the three lumens for use as a cvc. Several of the floor nurses are challenging this as the lines hold .8 or .9 mls and the rest of the solution is flush into the pt. Citrate toxicity can occur. She feels the instructions for use are confusing and there needs to be clarification between use as an apheresis catheter vs use as a cvc as the flushing recommendations are not the same. The IFU also shows the use of a needle and needles are no longer used for flushing and locking. Ms&s discussed care and maintenance as a cvc which is what the IFU refers to and use as an apheresis catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.